Manufacturer narrative:
The failure for overheating was confirmed by the repair technician and diagnostic engineer through functional evaluation, disassembly and visual inspection. The components of the drill were corroded, including the bearings.

Event description:
It was reported that during an extraction procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.